Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the tip of the fibertak inserter was broken. Refer to attachments. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion and/or prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17th april 2025, it was reported by an arthrex employee via email that for an ar-3638, knotless fibertak¿ with #2 suture (5-box), the knotless fibertak anchor tip broke after anchor was deployed. The tip was not found. Confirmed that the anchor was not in patient after the use of x-ray. This was detected during an arthroscopic hip labral repair procedure on (B)(6) 2025. The procedure was successfully completed as the labral was repaired. There was no patient harm.